Event description:
Edwards learned through the implant patient registry that a second device was implanted in the same position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately thirteen (13) years. The reason for reoperation is unknown and both devices remain implanted. No additional details provided.

Manufacturer narrative:
Device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned for evaluation as it remains implanted after the valve-in-valve procedure. The condition of the device and/or the reason for the procedure remain unknown as there has been no response to our request for addtional information from the health care provider. Although there are multiple root causes, valves are typically explanted or replaced in a valve-in-valve procedure because they are not functioning optimally. In this case, without the additional patient and/or device information, we are unable to determine root cause for replacement of this device.